Event description:
The customer alleged an elevated false positive troponin (accutni) patient result involving unicel dxc 600i synchron access clinical system. This is report number one of two. The customer tested two different samples and both produced 4.6 ng/ml. The patient was sent to a cardiac center where the laboratory redrew the patient and tested the sample on an alternate system and received a normal result. Results were repeatedly above the acute myocardial infarction (ami) cutoff. The false results were reported outside the laboratory. The customer stated there was no patient injury, however, the patient did undergo unnecessary catheterization as a result of the troponin results. The patient has been discharged.

Manufacturer narrative:
The customer was offered service for system verification but declined and stated it was a sample issue, not a problem with the unit. Total creatine kinase (ck) results were normal. The patient reports supplied did not show result for any additional cardiac enzymes. Sample types were lithium heparin plasma with gel. The samples were tested within the recommended time frame. Centrifugation occurred at 3000 rpm (rotations per minute) for 8 minutes at room temperature. Quality control (qc) prior to the event was in range. System checks are run weekly and remain in specifications prior to the event. Beckman coulter's customer product line support (cpls) tested the patient sample and obtained neat troponin value of 5.29 ng/ml. Although dilution studies indicate linear recovery, the addition of heterophile blocking agents significantly reduced the troponin concentration to 0.06 ng/ml indicating "heterophile interference" in this patient's sample. The results show the presence of heterophile substances (human anti-mouse antibodies (hama) or equivalent) in the blood of this patient which is the cause for the increase in signal. Heterophile interference has been confirmed and is the root cause of this event. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. This reportable event was identified during a retrospective review of product complaints conducted between (B)(6), 2008 to (B)(6), 2010 for additional reportable events. This medwatch report is related to MDR 2050012-2011-02132.